Event description:
Hill-rom received a report from the account alleging a patient fell from a stretcher when the patient was attempting to get up from the stretcher by pulling on the left siderail and the siderail fell off the stretcher. The stretcher was located at the endoscopy center at the account. (B)(4).

Manufacturer narrative:
The account conducted a preliminary investigation and found the head and foot end bracket that is welded to the siderail assembly of this stretcher was not welded at the top of the bracket. This is the bracket to which the swing arm bolts. The account reported they inspected the right siderail of this stretcher and other stretchers at the account and found those brackets had welds on the top and the bottom. The account reported that over time after repeated pushing and pulling on the siderail, the entire siderail finally gave away. The account's engineer inspected the other 22 stretchers at the account and found no issues with missing welds on any other stretcher. Upon receipt of this complaint, hill-rom replaced this stretcher with a known working stretcher. In addition, product hold ((B)(4)) was initiated by hill-rom on february 21, 2014, to evaluate the presence of the welds for all stretchers in the hill-rom warehouse. All stretchers were inspected and found to have all welds in place. As an additional preventative measure, hill-rom's final inspection assembly procedure ((B)(4)) was updated on (B)(4) 2014, to include a 100% check to verify all stretcher welds. Based on this information, no further action is required. Upon investigation of the alleged event, the account told the hill-rom technician the patient is an elderly man whom had just completed his scope examination. He may have still been under the influence of the anesthesia, possibly causing him to lose his balance and falling from the bed when he pulled on the left siderail and it detached from the bed. The patient allegedly sustained some external bruises. He was examined by a doctor and discharged, requiring no other medical attention. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.